Manufacturer narrative:
There was no button error alarm during testing, however the insulin pump had intermittent up button response due to moisture damage keypad traces. There were no unexpected numbers ramping or scrolling up during testing. There was no moisture damage on the electronics assembly during visual inspection. The device was received with missing segments due to cracked zebra connector at the lcd board. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they were playing the rain. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.